Event description:
Patients complained of abd pain, assessed abd by patient's son. Patient' son felt something pointy, he looked closely and pulled a broken piece of insulin needle around patient's belly button.